Event description:
During an atrial fibrillation procedure, there was difficulty inserting the needle into the patient resulting in a cancellation of procedure. Despite multiple attempts, the needle could not complete transseptal puncture for access. The procedure was cancelled with no adverse consequences to the patient. The stylet was used, but the needle was reshaped.